Event description:
It was reported that a user experienced a temporary failure of a freestyle libre 3+ sensor to pair with the ilet, after which the user reattempted pairing and glucose readings resumed, indicating the issue resolved. No adverse clinical symptoms were reported. Outcomes included no reported impact on health status or care utilization. User support included troubleshooting and education provided to the user. Investigation of this case revealed a transient connectivity or pairing malfunction of the sensor interface that self-resolved without intervention. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connection or pairing anomaly.